Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was previously surgically abandoned. This rv lead was then attempted to be removed, but was unsuccessful. The patient then reported to experience swelling in her arm and other general pain. This lead remains implanted, but is no longer in service. No adverse patient effects were reported.